Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the valve dislodged due to patient anatomy. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm, and the implant depth on the left coronary cusp (lcc) was 5 mm. Subsequently, a 23 mm non-medtronic transcatheter valve was implanted in the aortic position. It was noted that a 45 minute procedural delay occurred as a result of the dislodge. Per the physician, the possible lack of significant calcium contributed to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012564423); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the valve dislodged due to patient anatomy. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm, and the implant depth on the left coronary cusp (lcc) was 5 mm. Subsequently, a 23 mm non-medtronic (sapien) transcatheter valve was implanted in the aortic position. It was noted that a 45 minute procedural delay occurred as a result of the dislodge. Per the physician, the possible lack of significant calcium contributed to the dislodge. Additional information was received to report a non-medtronic (safari) guidewire was used for the procedure. When the valve dislodged, it moved aortically. Additional information was received which confirmed the accuracy of the previously received details (non-medtronic safari guidewire used during the procedure and the valve dislodged in the aortic direction). It was also noted that the starting point of the valve deployment was at the bottom of the pigtail catheter.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Product analysis image review: procedural images, including, four static images, were submitted to medtronic for review and the patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 67.5mm with a perimeter derived diameter of 21.5mm suggesting a 26mm evolut. Images showed a dislodged valve in the ascending aorta being snared, and a second non-medtronic valve in the aortic annulus. Intra-procedural images and the dislodgement event were not provided for review. It was not possible to validate the cause of the dislodgement; therefore, this review was inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the valve dislodged due to patient anatomy. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm, and the implant depth on the left coronary cusp (lcc) was 5 mm. Subsequently, a 23 mm non-medtronic (sapien) transcatheter valve was implanted in the aortic position. It was noted that a 45 minute procedural delay occurred as a result of the dislodge. Per the physician, the possible lack of significant calcium contributed to the dislodge. Additional information was received to report a non-medtronic (safari) guidewire was used for the procedure. When the valve dislodged, it moved aortically.